Event description:
A customer alleged damage on assorted rusch (6), miller (4) and macintosh (1) laryngoscope blades after sterrad 100nx processing. It was reported there was a foam like discharge coming from the electrical contact point on the blade. The customer stated the rusch blades may be processed in sterrad technology.

Manufacturer narrative:
(B)(4), damaged device.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a risk score of 4 or "broadly acceptable risk". The root cause is inconclusive. The sterrad unit service order history indicated that the customer requested the sterrad unit to be installed and de-installed. There are no other service order requests. It is unknown whether the sterrad unit was the root cause. The rusch, miller and macintosh blades were recommended for sterrad processing. The olympus scope model number was not provided, so the recommended method of sterilization cannot be determined.